Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 2.7, lab: 5.6; (B)(6) 2014, 2.3, 5.0. Fifteen (15) mins between inratio and lab tests. Therapeutic range: 2-3. Pt self tester noticed bruising on legs 4/7 before testing on inratio. Pt reports not eating foods with vitamin k since 4/7.

Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strips testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The no non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Since the product associated with the complaint was not returned, further investigation was not possible. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.